Event description:
It was reported that the customer was hospitalized for hypoglycemia. Prior to the event, the customer's spouse had called the paramedics and the customer was incoherent when the paramedics arrived. Then, the customer was transported to the hosp and was treated. It was indicated that the cause of the event could not be determined. Additionally, the educator had requested for the pump to be replaced. It was stated that the pump was not responding to the button presses properly.